Event description:
Our institution utilizes baxter tubing set 2r8401 for administering hazardous medications. We have reported 23 leaks to baxter for this product code since 2020 (recent one on (B)(6) 2023). All products have leaked in the same area, where the drip chamber meets the tubing. Baxter has sent several customer response letters stating it was due to the manufacturing process. There is "variability of solvent application, affecting the seal between the tubing and drip chamber" as well as "improper insertion of tubing." Incidental exposure of hazardous agents (e.g., anti-neoplastics) poses significant risk and safety concerns to both patients and healthcare workers. At this time, the institution is limited in the options it has to use alternative tubing due to the proprietary nature of the baxter pumps.